Event description:
The facility reported a pump with failure code 812:02. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 812:02 was confirmed on channel c in the pump's event history file during product evaluation. This failure code was caused by a faulty pump head mechanism. The pump head mechanism was replaced.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.